Event description:
Sales reported: it's the second time this problem has occurred (gamma3 long nail, and the 5.0 locking screw is completely stuck in the distal section) since the introduction of the new screws.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.